Manufacturer narrative:
No pt or sample data was received for this event. Qc following the event was out of specifications. Customer re-calibrated accu tni and the calibration failed. A field service engineer (fse) was on site: the fse performed system check that failed the wash portion. The fse discovered a pinched aspirate probe tubing that was caught under the arm sensor. The fse repaired tubing and ran system check that met specifications. The fse verified instrument per established procedures. A hardware issue may have contributed to this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results generated by the access2 immunoassay instrument. Initial results obtained were high and questioned by the doctors. The erroneous results were reported outside of the laboratory. The customer re-tested pt samples for accu tni. The initial reports were amended. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.